Manufacturer narrative:
The events of seroma and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, wound dehiscence.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted." Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted." Device has been explanted. This record is for the left side.